Event description:
Oracle ro 1231835: it was reported that the pump alarmed high flow and dso bubble was observed (during testing). Also, the battery door was reportedly hard to open. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found missing tamper seal and cracked battery compartment. There was evidence of the reported problem recorded in the event history log. The customer reported problem alarms high flow, downstream occlusion, bubble, battery door and lens issues were all verified/duplicated. The investigation found downstream occlusion bubble, battery door stuck and scratched lens. The cause of the reported problem was found to be as a result of an inoperable air detector. For corrective action, the air detector, downstream occlusion seal, battery door and lens were all replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.